Event description:
Customer states black spots are covering aviva combo display in areas that show insulin amounts as well as blood sugar readings. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.